Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfxj aortic valve, implanted approximately six (6) years, was explanted due to aortic stenosis secondary to leaflets immobility caused by pannus. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with an abbott's trifecta valve with no patient adverse events reported. The patient status was reported as recovered. Upon valve explant, it was observed that pannus was significantly formed on the leaflets corresponding to the non-coronary cusp. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Product evaluation: customer reports of stenosis, leaflet immobility, and pannus were unable to be confirmed through visual observations. Histopathological findings show pannus overgrowth, moderate degeneration of the leaflets, with points of fluid insudation which may be the cause of collagen fiber separation. The leaflets also show mild inflammatory cell infiltration, consisting of macrophages and lymphocytes with focal inflammatory cells infiltrating the collagen. Areas of thrombus formation are associated with degenerated collagen and, extracellular matrix damage. Pannus was formed significantly on the leaflets corresponding to the non-coronary cusp. There was no allegation of device malfunction. Based on the histological evaluation, the resected leaflets were similar with respect to pannus, thrombus formation, mild tissue degeneration and a mild inflammation. Per drm (B)(6), rev d, pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. All pertinent information available to edwards lifesciences has been submitted.